Event description:
Spiral fracture of lt femur with open reduction, internal fixation 6/97. Dynamic compression screw plate 14 hole, 65 mm leg screw and compression screw and 9.5 cortical screws used during this procedure. Pt noticed increasing pain and angulation in the leg 12/97. Removal of failed retained hardware, debridement of nonunion, bone grafting of nonunion w/bone bark femoral head replacement of a richards retrograde nail measuring 13mm in diameter by 32 mm in length done on 12/16/97.